Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high capture threshold, and the patient¿s right atrial (ra) lead exhibited oversensing noise that resulted in inappropriate automatic mode switch (ams). The physician elected to explant both leads and implant an aveir dr system. There were no patient consequences.